Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the patient: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Questions for health professional: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Product code and lot number implanted on (B)(6) 2008? Onset date of reported symptoms (incontinence, pain and infections) from index procedure ((B)(6) 2008)? Has incontinence changed from pre-surgery condition? What type of incontinence, urge or stress incontinence? Is incontinence worse, better, or returned to the same? What medical intervention was given for reported symptoms (incontinence, pain and infections)? Results? Infection type, location and severity were cultures performed? Results? If re-operation was performed please provide date and surgical findings? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008 and the mesh was implanted. The patient experienced serious life altering side effects including inability to work and chronic pain, incontinence, infections and inability to have sexual relationship. Additional information has been requested.